Event description:
It was reported that during a device upgrade procedure, the right ventricular (rv) lead appeared to have moved from initial position sometime between a catheter extraction and pacing lead dissection in the pocket. The lead showed loss of capture and low impedance and was explanted and replaced. It was noted that there was possible damage to the insulation while dissecting the lead out of the pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. There were no insulation damage or breaches. Product ID: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).